Manufacturer narrative:
Exact date unknown, event occurred a long time ago from the aware date. Explant date: a long time ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 16854951/16872160.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was non-functional. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.